Manufacturer narrative:
Located on the last secondary winding off the ball tip is a section of coil compression. The coil¿s socket ring was pushed down inside the outer sheath. The distal tip of the device positioning unit (dpu) and the proximal end of the coil are no longer concentric to each other. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with the damaged edges raised above the surface plane. The locking mechanism has compression and stretching damage. The most likely contributing factor to the unlocking difficulty occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which damaged the coil and prevented the unlocking of the device which prevented the coil from advancing. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ additional issue found: it was further found that a transit 2 microcatheter was to have been utilized for the procedure. This would have been an incompatible 18 series microcatheter selected for use with a series 14 microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿the codman microcoil 14 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.019 in (0.419 to 0.483 mm). The inner lumen of the transit 2 microcatheter is .021¿. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU are possible factors contributing to the event. It was difficult to discern whether the user complained about a failure of detachment or a resistance through the microcatheter from the information provided. In either case, it was further found that an incompatible microcatheter was used in the procedure which may have caused either failure. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
During the procedure, after succeeding in guiding an unspecified transit 2 (lot unknown) to the target lesion, the physician attempted to use the cashmere coil (crc140615-30/c15175). However, the physician was unable to unlock the coil for it did not unlock from the microcatheter. Therefore, after safely removing the cashmere, another cashmere (crc140615-30/lot unknown) was used, and the physician was able to detach the coil this time without experiencing any problem. Afterwards, 9 cashmere coils (details unknown) were used altogether, and the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The vessel was heavily tortuous but not calcified. Further follow up was conducted it could not be clarified what specific failure prevented the coil from unlocking. At worst, it is possible that it did not detach into the target aneurysm since it was stated that subsequent coils detached successfully. Whether the subsequent coils were advanced through the same microcatheter was not specified. However, as only the coil was removed, there is no evidence that the microcatheter was removed with the coil thereby losing target position. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complained products are returned for evaluation. No additional information is available.